Event description:
It was reported that a cartridge change error occurred. Customer loaded a new cartridge to address the issue. In addition, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer's blood glucose (bg) level was 590 mg/dl. Customer administered a correction injection to address the bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.